Event description:
It was reported by the aci sales professional that an (B)(6) male patient, (B)(6) tall, and (B)(6), underwent an elective interventional coronary catheterization procedure on (B)(6)2012. The patient's international normalized ratio (inr) was 2.06 and his blood pressure reading was 119/90 mmhg. The patient was anti-coagulated peri-procedure with asa, clopidogrel (plavix), bivalirudin (angiomax), and warfarin (coumadin). Access was obtained with a 6f terumo sheath via a retrograde approach. Prior to the mynx procedure, the patient developed a hematoma described as the size of a golf ball (location not reported). Manual pressure was applied for several minutes and the hematoma was resolved. Following the catheterization procedure the physician chose the mynxgrip vascular closure device 6f/7f to close the access site. A second hematoma described as the size of a golf ball approximately 5cm, developed at the access site. Thirty minutes of manual compression was applied at the access site, and hemostasis was successfully achieved. A femostop was used on the patient for 4 hours as a precaution. There was no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1204101) indicated that the device lot met all established performance criteria prior to shipment.